Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Secondary findings include dust/ dirt contamination present inside the device and corrosion on metallic surfaces. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to third party service center. During the evaluation, the device was visually inspected/scrapped and found power connector of the unit can't be powered on in order to be able to collect the error log/machine hours/error code numbers/software version. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.